Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that three screws backed out of the plate and could not be easily removed during revision. The revision lasted six hours. No further details are known at this time.